Event description:
It was reported that the left monitor on the 9800 system c-arm was black and displayed no image. It was noted that this was observed during a procedural fluoro shot. Reboot did not correct the problem. There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.